Event description:
The lead was implanted on (B)(6)2009 and explanted on (B)(6)2011. Patient called in to report that the lead had broken. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).